Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and the issue relating to plunger stopper separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode plunger stopper separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle the plunger was deformed. The following information was provided by the initial reporter. The customer stated: "before use, when opening the package, the abg's plunger stopper was separated from the plunger."